Event description:
Report received stating that a pedi router, f1/8ta15 broke during a procedure. The lot # is 0004397490. No patient impact was reported. No additional informationwas available on follow-up.

Manufacturer narrative:
Report confirmed. No evaluation was performed, as the part was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device history. This is the first complaint for this product/lot combination. No additional information was available on follow-up. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
On follow-up it was noted that the incorrect dissecting tool and attachment combination was assembled. Our legend (r) instruction manual contains the following warning "be sure to match the color code and nomenclature on the legend (r) dissecting tool packaging with the color band and nomenclature on the legend (r) attachment. Failure to do so, could result in injury to the patient or operating room staff."